Manufacturer narrative:
Unit alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. Unable to perform operating current, unexpected restart error test, self-test, or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test, or verify prime/fill anomaly due to motor error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's piston did not stop when it met the reservoir. Cracks were near the battery compartment and display window. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.